Manufacturer narrative:
Exemption number e2011009 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device is currently shipping from user facility to bbm laboratory in melsungen, germany for investigation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): malfunction with pump: "a patient in a rather bad condition suffered from impaired respiration and as a result an intubation was performed. During intubation a necessary array of medication was given to the patient. In order to manage a possible loss in blood pressure, noradrenalin 0,04 mg/ml infusion through an infusomat space was commenced, first with a rather low infusion rate. After administration of induction (anaesthesia) medication the blood pressure decreased and consequently the infusion rate of noradrenaline was increased. After this the infusion rate was rapidly increased to 65 ml/h and a couple of boluses was administered using the bolus function of the pump. Despite of this action blood pressure continued to decrease, with a mean arterial pressure down to 41 mmhg. It was noticed that only a few drops were visible in the drop chamber despite flawless attachment of set and the roller clamp and three way stopcocks well open. The patient was assisted by using a manual noradrenaline bolus injection and as a result the blood pressure was elevated to a bearable level. A new insulin pump was deployed and thus the situation was stabilized. The incident did not cause any permanent harm or injury to the patient"

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4) result of examination: the history log files of the received sample were read out and analyzed. The history files revealed no abnormalities regarding the reported event. Thereupon the infusomat space was visually and functionally examined. The sample was clean and showed age-based marks of use. The spaceline, which was engaged for testing purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check for three times and a measurement according to iec 60601-2-24 was performed. All measured values are within our specification. No damages, which were able to cause the malfunction, were discovered inside. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.